Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: revision t4-pelvis (logged as case reference 5093194 - (B)(4)). Di polyaxial screw (9x50mm) was placed in l5 on the left, the tip of the screwdriver shaft (698337505) broke in the head of the shaft of the screw. The surgeon removed that screw and replaced with another one. The tip was visible and obviously lodged in the shaft. Minimal operating time lost. When inserting a screw (8x55mm) in s1, the t20 screwdriver (279702050) tip broke in the shaft of the screw. The surgeon did not wish to change the screw. He was happy to leave it in. No time lost. No adverse event to patient.

Manufacturer narrative:
(B)(4). One (1) t20 screwdriver shaft [product code: (B)(4)] was returned for evaluation. Visual examination at the macroscopic level revealed that the driver shaft tip had become fractured. The second half of the tip was not provided for evaluation. The fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the t20 driver shaft tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.